Event description:
It was reported that patient presented for follow-up in clinic. During interrogation, it was noted that pacemaker exhibited unexpected battery depletion after 4 months of implant. Pacemaker was explanted and replaced with new device. Patient condition was stable before, during and after procedure.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.